Event description:
Related manufacturer reference numbers: 2017865-2021-33831. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited over-sensing of premature ventricular contractions (pvcs) and the left ventricular (lv) lead exhibited intermittent capture. No intervention was performed. Patient condition was stable.